Manufacturer narrative:
Correction to box b: outcomes attributed to ae. 'Required intervention' should not have been selected.

Event description:
The manufacturer received information alleging that the humidifier associated with the replacement recertified dreamstation auto CPAP device had stopped heating, leading to mouth sores. The customer had a dental visit and was prescribed fluocinonide gel medication. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.